Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had cracked case at display window corner (lower left and lower right corners) and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.